Manufacturer narrative:
The helix was partially extended and clogged with blood/tissue. The reported events of helix mechanism issues were confirmed. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported events of helix mechanism issues was isolated to the helix being clogged with blood/tissue and over-torqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any other anomalies except for procedure damage.

Event description:
It was reported that patient presented to the hospital for upgrade from dual-chamber pacer to biventricular pacer. During the surgery, the right atrial (ra) lead was dislodged. While repositioning, the helix would not fully retract and would not extend. The lead was explanted. The ra lead was replaced on a different day, (B)(6) 2025. The patient's condition was stable.